Event description:
The customer claims that the instrument broke during surgery. The customer does not know if the instrument is defective or if the doctor is mis-using it. There was pt contact but no injury was reported.